Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl due to needing settings adjustments. Reportedly, the customer lost consciousness and emergency medical services were called and assisted the customer by administering a d5 bag. It was also reported that the battery was depleting quickly. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.